Manufacturer narrative:
Evaluation: our evaluation of the returned device confirmed the report. The basket wires have been cut approx 1 cm from the distal end of the handle. The basket remains inside the sheath. Two of the basket wires have broken at the distal end ot the basket. The basket wires and the sheath exhibit kinks and bends. After a review of the device history record for this device, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. Conclusion: due to a variety of clinical conditions such as patient anatomy, scope position or progression of disease state, we cannot reproduce the actual conditions of device usage. While these are not the sole determining factors of product failure, this limits our ability to conclusively determine the cause for this observation. However, we can provide the following comments: the information provided indicated the stone was large and sphincterotomy was performed prior to the extraction attempt. This is performed to widen the ampullary opening and allow passage of the stone(s) from the bile duct to the small intestine. An ampullary opening inadequate to allow for the unimpressed passage of the stone and basket is listed in the instructions for use for the web extraction basket. The information provided indicated the stone became impacted with the basket. Impaction of the object with the basket is listed in the memory soft wire extraction instructions for use as a potential complication. The instructions for use also warn the user that surgical intervention may be required if stone impaction and/or basket fragmentation occurs. The instructions for use for the web extraction basket includes a caution that states, if difficulty is encountered during removal of the basket from the duct, moderate force may be applied by pulling on the handle to manually fracture the stone. If this proves unsuccessful, the physician may elect to perform mechanical lithrotripsy to crush the stone while inside the duct. If passage is still restricted, surgical intervention may be necessary. The instructions for use of the soehendra lithotriptor cable warn the user that because the lithotriptor device generates mechanical pressure during use, basket fragmentation and/or stone impaction in the common bile duct is a possibility that may require surgical intervention. The instructions for use of the soehendra lithotriptor cable warn the user that due to varying compositions of biliary stones, stone fracture may not be possible. If the stone cannot be fractured, continued rotation of the handle may cause the basket wire to break, thus requiring surgical intervention. Corrective actions: no corrective action warranted at this time because the occurrence is related to patient condition and use/procedural factors. Prior to distribution, all web extraction baskets are subjected to a visual inspection and functional test to ensure device integrity.

Event description:
During an ercp procedure the physician used a cook endoscopy. The web extraction basket and a soehendra lithotriptor handle and cable to crush a 9 millimeter biliary stone. Prior to the extraction attempt, sphincterotomy was performed. The basket and the stone became impacted and could not be extracted. At this time, the basket fragmented at the distal tip. One small fragment detachment in the distal bile duct. The fragment was successfully retrieved by sweeping the area with a new basket and with cook endoscopy rat tooth forceps. The pt's condition is report as good.